Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 42 months after the implantation an inappropriate shock was delivered. The lead was capped and a new lead was implanted.